Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had infection. The patient had puss and blood clots in the chest area and wound vac was placed for drainage. This right ventricular (rv) lead was explanted. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had infection. The patient had puss and blood clots in the chest area and wound vacuum was placed for drainage. This right ventricular (rv) lead was explanted. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.